Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure due to an unknown reason. Patient has effective therapy postoperatively. No further information has been obtained despite good faith efforts.